Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, several inappropriate auto mode switch episodes were observed due to the atrial lead noise. Intermittent atrial undersensing was also noted due to low p-waves amplitude. Programming changes will be performed and possible lead replacement will be discussed with the physician. No further information is available at this time.